Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during a stone retrieval procedure performed on (B)(6) 2009. According to the complainant, once the device was in place in the ureter, the physician attempted to inflate the balloon, but it would not inflate. The procedure was successfully completed with another uromax ultra balloon dilatation catheter with no harm to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "well." This event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device on august 14, 2009, revealed an MDR-reportable malfunction.

Manufacturer narrative:
(B)(4). Following a detailed device analysis, it was noted by the complaint investigator that the condition of the returned unit was consistent with the complaint incident. A visual and tactile examination revealed no damage to the shaft of the device. The balloon was folded, but not wrapped around the shaft and there was dried media inside. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure. Two pinhole leaks were observed in the balloon material over the proximal markerband. The most probable root cause is operational context. (B)(4).